Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarms that appeared on the homechoice (hc) unit during drain 3 of 5. The home patient (hp) stated he has a cat in his bedroom and he thinks the cat chewed a hole in the lines. The technical service representative (tsr) assisted the hp to cycle the power off/on twice to clear the alarm and then remove the set and turn off the hc. The hc was ok. The hp stated he would use a manual exchange to finish therapy. The tsr explained to the hp proper set up procedures for therapy. The hc unit was operational. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The home patient discarded the sample.